Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the tips of the pk dissecting forceps instrument were not coming together. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tips were bent. One grip was bent, causing side to side misalignment of grips. There is a .165 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. The bent damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments conductor wire had damaged insulation. There was melted black insulation and it looked as though the instrument had touched another object. The damaged insulation may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments bipolar yaw pulley was broken. There were a couple of missing pieces of the yaw pulley near the melting black conductor insulation wire. The broken damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visable scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.